Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system with this pacemaker and right atrial (ra) and right ventricular (rv) leads was in a valid radio frequency over use condition due to frequent implanted device alerts, specifically for ventricular tachycardia (vt) episode where ventricular beats are greater than atrial beats. The patient is likely in atrial fibrillation, having rapid ventricular response. Also, the atrial lead is off, therefore ventricle will always be greater than atrium. Frequent implanted device alerts increased device power consumption thereby decreasing device longevity. Programming options for the pacemaker were recommended in order to increase device longevity. According to the health care professional the patient had an open surgery some years before and both ra and rv leads were affected. Ra lead was turned off in result. The rv lead was switched to unipolar due to non-physiologic signals, increase in impedance and thresholds. The rv lead has been revised at this time. The case with the rv lead is being worked in another complaint. Both pacemaker and ra lead remain in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system with this pacemaker and right atrial (ra) and right ventricular (rv) leads was in a valid radio frequency over use condition due to frequent implanted device alerts, specifically for ventricular tachycardia (vt) episode where ventricular beats are greater than atrial beats. The patient is likely in atrial fibrillation, having rapid ventricular response. Also, the atrial lead is off, therefore ventricle will always be greater than atrium. Frequent implanted device alerts increased device power consumption thereby decreasing device longevity. Programming options for the pacemaker were recommended in order to increase device longevity. According to the health care professional the patient had an open surgery some years before and both ra and rv leads were affected. Ra lead was turned off in result. The rv lead was switched to unipolar due to non-physiologic signals, increase in impedance and to non. The rv lead has been revised at this time. The case with the rv lead is being worked in another complaint. Both pacemaker and ra lead remain in service at this time. No additional adverse patient effects were reported.